Manufacturer narrative:
özdemir-van brunschot d, harrich f, tevs m, holzhey d. Risk factors of type 1a endoleak following endovascular aortic aneurysm repair. Vascular. 2024;32(4):737-744. Doi:10.1177/17085381231162393. Earliest date of publication used for date of event. D6a: exact date of implant unknown. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: risk factors of type 1a endoleak following endovascular aortic aneurysm repair. The time frame of this study was over 8 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: endurant ii & iis, and talent. Among patient adverse events included: type ia endoleaks, rupture and intervention for endoleak. Deaths occurred in the study population however there was no information to suggest any medtronic device failure caused or contributed to a death. No further information was provided pertaining to medtronic products.